Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported event. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
The customer's mother reported that the customer was taken to the hospital on (B)(6) 2013 for dka (diabetic ketoacidosis) and was discharged on (B)(6) 2013. No further info is available.